Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The insulin pump had two cracks on the top left and right near the lcd screen. Customer's blood glucose level was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.